Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was exhibiting extra signals on the right atrial (ra) channel. Boston scientific technical services (ts) was consulted and noted that it could be potentially loss of capture on the ra lead. The health care professional (hcp) stated that they would have the patient come into the office. The lead remains in use. No adverse patient effects have been reported. Additional information received indicates that the ra lead also exhibited undersensing and high capture thresholds. It is suspected that the cause of these issues is poor atrial tissue. The lead was attempted to be repositioned; however, it was noted the lead was difficult to place. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was exhibiting extra signals on the right atrial (ra) channel. Boston scientific technical services (ts) was consulted and noted that it could be potentially loss of capture on the ra lead. The health care professional (hcp) stated that they would have the patient come into the office. The lead remains in use. No adverse patient effects have been reported. Additional information received indicates that the ra lead also exhibited undersensing and high capture thresholds. It is suspected that the cause of these issues is poor atrial tissue. The lead was attempted to be repositioned; however, it was noted the lead was difficult to place. The lead was explanted and replaced. No additional adverse patient effects were reported.